Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection, the adapter was used in two firings during the procedure. At the third firing, although the cartridge was connected, firing could not be performed. It was also reported that the cartridge couldn't be removed. The adapter part of the lcd screen was completely black, and the cartridge part remained flashing with arrow. The cartridge was connected separately, but it could not be connected either. The adapter and reload was replaced to complete the case. There was no patient injury.